Event description:
Pt reported to the nurse aid that their IV site was leaking. The primary nurse removed the old dressing and found the catheter to be broken and leaking fluids from the top of the catheter. The nurse immediately grabbed the pt's left wrist and applied pressure with their left hand. The blood pressure cuff was placed on the pt's arm and pumped up resulting in the catheter protruding enough for removal. The retrieved portion was 22 mm long.